Manufacturer narrative:
Lot review: received: one used ch2000s-c spinning spiros closed male luer, red cap reported lot# 3286541. One used bd 5 ml syringe. One used needle. Setup: syringe-- spiros -- needle. The spiros was flushed and no leaks were observed. Functional testing: water was drawn through the system noted above and into the barrel of the 5 ml syringe. The water was quickly discharged to generate some back pressure and look for any potential leakage. No fluid was observed at any connection or from any of the fluid path other than the end of the needle where it was designed to flow from. The shielded needle was removed from the ch2000s-c spinning spiros and the same test with the syringe was performed in the activated and unactivated position. No leakage at any location along the fluid path. The ch2000s-c spinning spiros was removed from the syringe. Though the removal torque could not be measured, it was apparent that the connection between the syringe and ch2000s-c spinning spiros was secure. No leakage was observed in either the activated or unactivated positions. Final summary/conclusion: the complaint of leakage from the ch2000s-c spinning spiros and/or the connection between the ch2000s-c spinning spiros and syringe was unable to be confirmed or replicated. There was no connections leakage when the system was pressurized, and the ch2000s-c spinning spiros met pressure leak performance expectations outlined in the product performance specification.

Event description:
Complaint received regarding one ch2000s-c spinning spiros closed male luer, red cap lot# 3286541 report states that one spiros leaked while azacitidine subcutaneous administration was being carried out. Leak appeared first internally (inside spiros chamber) and then appeared to leak from point where spiros attaches to syringe. Drug leaked on to patient's leg and made contact with the skin. Nurse noticed and immediately wiped the hazardous material away and no skin damage occurred. No adverse patient consequences reported.